Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: related manufacturer reference number: 3006705815-2020-00706. It was reported the patient was unable to place the system into MRI mode, despite troubleshooting attempts. Diagnostics revealed high and low impedances on both leads. Reprogramming attempts did not resolve the issue, although the patient was able to still experience effective stimulation. The patient may be awaiting surgical intervention to address the issue.

Event description:
Device 2 of 3. Related manufacturer reference number: 3006705815-2020-00706. Related manufacturer reference number: 1627487-2020-04398. Follow up information identified the physician explanted and replaced the patient ipg and leads on (B)(6) 2020, which resolved the issue. The ipg has been added as a third reportable device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.